Event description:
Fever, chills, and increased generalized pain after 6th treatment for rheumatoid arthritis. Treated with antibiotics and central line removed. Symptoms resolved and treatments continued using another central line. Cultures were negative. No further problems. Not resolved whether symptoms due to arthritic flare or line infection.